Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that four sensors broke. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found insertion needle hub separated from the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. The complaint was against the sen-serter. No broken cannula was found during analysis.